Manufacturer narrative:
H3: device analysis was not available as on date of this report. A supplemental report will be submitted once analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preventive maintenance, the stylus touch handpiece was not working properly. It was not rotating and gets hot. There was no patient involved.

Manufacturer narrative:
H3: device analysis did not identify any fault. The pre-repair temperature test results were 97°f at t1 and 94°f at t2 when operated for 5 minutes at 60k rpm and are less than 118.4°f. Above information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The pre-repair temperature test results of the handpiece were 97°f at t1 and 94°f at t2 when operated for 5 minutes at 60k rpm, which are within the specified limit of 118.4°f and making the event is considered not reportable.